Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a rise in their blood glucose. The customer¿s blood glucose started at 138 mg/dl and kept rising to 469 mg/dl until their meter was reading at high. The customer had only been treating with the insulin pump. Troubleshooting was performed. It was found that the customer had never rewound and primed the reservoir and infusion set. The insulin pump¿s piston had never made contact with the set causing them to not get any insulin. They were assisted with the prime process. The customer took a bolus of 10 units. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.